Manufacturer narrative:
UDI= (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope ds access & delivery catheter was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) with cholangioscopy procedure performed on (B)(6)2016. According to the complainant, during the procedure, the device was in the bile duct and a working channel protrusion could be seen on the monitor. Reportedly, there was no other visible damage noted on the spyscope ds and no part of the device detached. The procedure was still completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the spyscope ds device found that the working channel sleeve extended from the distal cap when received. The distal tip would articulate without issue. The proximal end of the distal cap was aligned to the cap weld. A spybite device was passed freely through the working channel without issue. The distal end of the exposed working channel sleeve was tugged; it was not detached from the catheter. There was evidence that heat was applied on the outside of the catheter during manufacturing assembly. Part of the distal end of the catheter was removed to examine the working channel. Further evaluation found that there is evidence of adhesion of the working channel sleeve to the inside of the catheter. The complaint was consistent with the reported event of working channel sleeve protruding. Based on the investigation and the receipt condition/functionality, the most probable root cause is "manufacturing." There is an investigation in place to address this issue. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a spyscope ds access & delivery catheter was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) with cholangioscopy procedure performed on (B)(6)2016. According to the complainant, during the procedure, the device was in the bile duct and a working channel protrusion could be seen on the monitor. Reportedly, there was no other visible damage noted on the spyscope ds and no part of the device detached. The procedure was still completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.